Event description:
Caller alleged false negative hcg results for 1 pt. Pt came to the office after receiving a positive home pregnancy test result. Urine was ran on two cassettes, both with negative results. Pt's serum was approx 38,000, last menstrual period: unk, medications: unk, age: (B)(6). External controls worked fine. Internal c line present.

Manufacturer narrative:
Investigation pending.